Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(4). A getinge field service engineer (fse) stated there is no issue as reported by the user. The vacuum calibration was done as part of the comprehensive routine check for any problem.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance. There was no patient involvement reported .